Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received failed battery test. Customer's blood glucose value was 148 mg/dl at the time of the incident, blood glucose level was 102 mg/dl. The customer was assisted with troubleshooting. Customer will return device for analysis.

Manufacturer narrative:
Pump received with intermittent button response due to flattened esc, button dome switch. No unlocked lcd keypad connector. Unit received with all operating currents within specification and passed the unexpected restart error test and displacement test. Unit passed self test. No unexpected failed battery alarm anomalies noted. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.